Event description:
It was reported that during a follow up in clinic, an error message was noted on the device resulting in high voltage (hv) therapy being disabled. Abbott technical support was contacted and the device was reprogrammed to resolve the event. The patient was in stable condition.